Event description:
It was reported that the patient implanted with this right ventricular (rv) lead and a competitor's implantable cardioverter defibrillator (ICD) received an inappropriate shock. A revision procedure was performed, where this lead and the competitor's right atrial (ra) lead were explanted. Ruptured insulation was noted on both leads and the leads were suspected to be fractured. A second procedure was planned to implant a new system for the patient. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this lead was found severed into two segments, with an extracting stylet remaining in the distal segment. Visual inspection revealed the trilumen insulation was abraded through to exposed rate/sense conductor coils at about 51.5 cm from the terminal pin. Insulation abrasion was also noted in the area, but the high voltage (hv) cables were not exposed. The returned segments passed electrical testing, so laboratory analysis was not able to confirm the suspected conductor fracture. The insulation damage was most likely caused by lead-on-lead contact and likely resulted in the inappropriate shock therapy reported clinically.

Manufacturer narrative:
The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead and a competitor's implantable cardioverter defibrillator (ICD) received an inappropriate shock. A revision procedure was performed, where this lead and the competitor's right atrial (ra) lead were explanted. Ruptured insulation was noted on both leads and the leads were suspected to be fractured. A second procedure was planned to implant a new system for the patient. No adverse patient effects were reported.